Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, when they pulled the thumb activation button back there was a click and the spring did not work and would not activate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: (B)(4). The DHR for the analyzed failure "material twisted/bent shaft" was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed. Specific actions for the analyzed failure mode "material twisted/bent; wire" are being maintained and documented under maquet's failure investigation report (fir) system. The device was returned on 07/02/2019 and investigated on 09/26/2019. Signs of blood and clinical use were observed. A visual inspection was conducted. Charred tissue and blood were observed on the jaws. The heater wire was completely flexed away from the hot jaw and remained attached at the tip and the base. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. A temperature and resistance evaluation could not be conducted due to the condition the product was received. Based on the results of the evaluation, the complaint for the reported failures "failure to deliver energy" and "mechanical issue" was not confirmed but analyzed failure modes- ¿material twisted/bent; wire and material twisted/bent; bent shaft¿ were confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, when they pulled the thumb activation button back there was a click and the spring did not work and would not activate. A replacement device was used to complete the procedure. The hospital did not report any patient effects.